Manufacturer narrative:
Concomitant medical products: 5076-52 lead implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was also noted that the right ventricular (rv) lead exhibited high thresholds and high impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.